Event description:
It was reported that a malfunction alarm occurred. Reportedly, customer used online information to complete pump reset instructions to reset pump on their own. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.